Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade IV. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, white particles, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade IV. Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported left "capsular contracture, baker grade IV." The device has been replaced.